Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off during brushing [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 03-mar-2018 that the brush head of an oral-b power oral care refills crossaction broke off during brushing with an oral-b genius 9000 toothbrush; the consumer noted that he'd/she'd had the toothbrush since (B)(6) 2018. No symptoms developed. Relevant history: none reported. No further information was provided. 06-mar-2018 received consumer's follow-up e-mail: the consumer reported that he/she sill had the brush head in his/her possession, and purchased them with his/her toothbrush on (B)(6) 2018. No further information was provided.